Event description:
On (B)(6): customer reports via phone that when they tried to fill the syringe with the fill/expel lever, the ram would move forward when lever in the reverse position. System had just been returned from inhouse repair and was being tested by biomed prior to use in pt procedures. No reported injury.

Manufacturer narrative:
The customer reported the ram moved forward when using the fill/expel bar to reverse the ram. Covidien technical support spoke to the biomed and advised them to re-calibrate the fill/expel bar. Upon completion of the calibration the injector worked as desired. System was returned to full service by customer. The repair cell repair files show the fill/expel bar passed testing before sending the injector back to the customer.